Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor could not be removed during the first removal procedure on (B)(6) 2024 as it could not be palpated. No transmitter or ultrasound was used to localize the sensor. The sensor was successfully removed during another attempt. However, no details were provided on how the sensor was localized. No further investigation was required for this incident.

Event description:
On june 19, 2024, senseonics was made aware of an incident where the sensor could not be removed during initial removal procedure on (B)(6) 2024. The hcp could not localize the sensor in the arm from palpation. The sensor was removed during the second attempt. No further details were provided by the patient or the hcp.